Event description:
It was reported that during device removal from the package, the stent was detached from the balloon. The device was not used and there was no patient involvement. There was no report of clinically significant delay in the procedure. Another same size xience skypoint was applied to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The stent implant was stationary on the balloon between the markers. There was no dislodgement noted to the stent implant as reported; however, there were bent, lifted and flared struts at the distal end of the stent implant. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as the reported dislodgement was not confirmed during return evaluation. Although the reported stent dislodgement was not confirmed it is likely that the material deformation of the stent noted during return evaluation was identified as stent movement by the account. Factors that could contribute to material deformation include, but are not limited to, interaction with accessory devices and product damage during handling by user. There is no indication of a product quality issue with respect to manufacture, design or labeling.